Event description:
Customer reported the device oil was very dirty and leaked oil. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable during pre-repair assessment performed by technician, investigation revealed the device pin fell out, tube cannot be connected, hose damaged and contaminated. The device was repaired, serviced and returned to the customer.